Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 175 mg/dl. The customer was advised the possible causes of no delivery alarm. Customer reported that the alarm was resolved by a complete set change. Customer reported that there was a knot or kink in the infusion set and he did a complete set changed. The customer was advised to call back if any issues persist to do troubleshooting. No further information provided.